Event description:
It was reported that the 9800 system experienced a charger failed error and the column will not go down. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. Replaced the ps3 mainframe power supply and confirmed proper battery strength. The system was tested and found to be working as intended and placed back into service.